Event description:
It was reported that the customer experienced a cartridge alarm 20 on multiple occasions. The customer¿s blood glucose level was displayed as "high," but the specific value was unknown. For corrective action, the customer administered a correction injection using multiple daily injections (mdi). Tandem technical support confirmed the consecutive cartridge alarms and decided to replace the pump. The customer was advised on how to use the updated pump software and instructed on returning the problematic pump. Customer reverted to an alternative method of insulin therapy.